Event description:
It was observed during the device inspection, that there was a burn on the plastic distal end cover of the subject device. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end could not be confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.